Manufacturer narrative:
Correction: d4: expiration date updated. Correction d9: device available for evaluation updated. Correction: h4: manufacturing date updated. Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The reported event most probable cause is like to have occurred through one of the following mechanisms. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from scratch. 3. The probe broke off when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from scratch. 5. The probe broke off when added load. However, based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited tip breakage. The issue was found during an unspecified therapeutic procedure. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.